Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/14/2018 with the following findings: on examination, the battery compartment and the returned battery cap were intact and without damage. Moisture ingress was confirmed to be present on the display screen inside the pump. Leak testing showed ingress at the site of a crack in the pump case. On investigation, the pump failed to power on for testing and was completely unresponsive due to moisture damage to the pump¿s internal components. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power. It was noted that there was moisture visible behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.